Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed for patient death with unknown relationship to the mitraclip device. It was reported that on (B)(6) 2012, the patient with degenerative mitral regurgitation underwent a procedure with implantation of one mitraclip reducing the mitral regurgitation (mr) from grade 4+ to 1+. On (B)(6) 2015, the patient died. The cause of death was not provided. The study physician did not assess the relationship of the death to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported patient death. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial medwatch report filed, additional information was provided:two mitraclips had been implanted on (B)(6) 2012. No additional information was provided.